Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
The patient reported that the needle did not retract back into the pod. The pod was worn less than 1 hour.

Manufacturer narrative:
The pod was received partially deployed with the formed needle visible in the exposed soft cannula though the linkage assembly was fully retracted. The formed needle did not retract after removal of the top housing. The hard cannula was found to be unseated from the slide retract. Inspection of the slide retract found damage indicating that the hard cannula had been incorrectly installed into the slide retract. This incorrect installation resulted in the hard cannula becoming unseated during deployment, preventing the needle from retracting during deployment. The formed needle was found to be bent. Fluid was still able to flow through the complete fluid path, though the formed needle was bent. As the pod was received with the formed needle exposed, the timing and cause of the damage could not be determined. The download data from the pod showed that an occlusion alarm had been generated. Timeouts were observed at the end of device operation. Inspection of the pod found no damages or manufacturing deficiencies that would result in an occlusion alarm. The exact cause of the occlusion alarm could not be determined.